Event description:
Additional information was received from the customer: the procedure was a laparoscopy and was completed with the same device. The hospital follows all rules of decontamination and maintenance of the equipment. A gas leak test performed during field technician inspection where the bar graph level for supply pressure light was green. No any alarm was noted. All functions, accessories etc was checked during regular annual service inspections and regular maintenance by a field service technician. The device meets all limits a criteria set by the manufacturer. There was no defect other than noise during the insufflation on the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the reporter (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and the repair department confirming a failure of the front panel unit, it is likely due to an accidental failure of the led element. The initial complaint of noise is not a reportable malfunction. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Further inspection of the returned device found no other abnormalities with the unit. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during unspecified therapeutic procedure, the insufflation unit was noisy. The customer reported that there was no issue with the insufflation of the patient. It is unknown if the intended procedure was completed there was no patient injury reported. The device was returned for evaluation and found an issue with the front led panel which is considered a reportable malfunction.